Event description:
A patient had "coded" during hemodialysis at the facility. Inspection by the facility technician found the entire set-up to be correct. The facility has not attributed this event to any baxter products. The facility technician would not release any further information regarding the specifics of the event or the patient's outcome.